Event description:
It was reported that during total thyroidectomy procedure, there was twiddling of the nim, confirmed numerical feedback underneath s timulus level and passing electrode checks. Surgeon had already swapped stimulating probes and insisted there was no stimulus due to no muscle twitching or nerve response. They had not obtained a vagus test prior to dissection as they struggled to stimulate it through carotid sheath. Surgeon swapped patient interfaces and had it wire connected. They then tried stimulating again and I was told it was behaving the same as before. Surgeon was asked to stimulate the vagus through the carotid sheath again with the stimulus up to 3 milliamps and turned event capture off with no nerve response obtained above or below the threshold that was set to 100 microvolts. Suggested that repositioning the tube as it may have moved during the adjustment of the patient after intubation but surgeon replaced a new tube is being placed in the patient. Restimulation of the vegas using the same settings as previous but with a new tube provided a nerve response with peak value approximately 300 microvolts. There was a delay of 30 mins and no patient injury.

Manufacturer narrative:
G3: PMA/51-k: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (nim emg - endotracheal tube - trivantage 8229707). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis received device in an open pouch were returned in a double plastic bag. The pouch was open from 3 of 4 sides when returned and the open sides of the pouch were taped with clear tape. Upon return, traces of brown residue were observed inside the tube, and traces of clear sticky residue were observed on the tube. It was also observed that the ribbon was creased. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were: 31.5 ohms (red), 27.4 ohms (red with clear tube), 24.6 ohms (blue), and 28.3 ohms (blue with clear tube); all electrodes had higher resistance than 20 ohms. The device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode/noise test. The electrode check passed immediately after connection, and there was no excess noise recorded during the functional test. There was no intermittent behavior observed during the functional test and there were no issues recorded during the connection of the re turned device to the nim system. Although there was a higher resistance observed during the electrical check, there were no issues observed during the electrode check/ functional test and therefore, the complaint could not be substantiated. H6: fdm b17, fdr c20 and img g04134 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.